Event description:
Pt diagnosed with popliteal artery thrombosis the day after their first treatment for rheumatoid arthritis. It was also found one that day that their dialysis shunt had occluded. The day prior to their prosorba treatment, it is stated that their dialysis left them in a more negative fluid balance than usual which led to their having a low blood pressure on the day of prosorba. This pt also is stated to have "severe arterial obstructive disease from their diabetes and was not taking aspirin due to hematochezia secondary to hemorrhoids. Lastly, they were taking up to 50 mg of cortisone/day.